Manufacturer narrative:
In response to FDA report number: mw5088616. A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation was due to lymphadenopathy. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side cyst, hives, itch, fever, swelling, autoimmune symptoms, and ¿high metal levels in blood." Patient stated toxicology report indicated significant levels of tin, beryllium, cobalt, nickel, barium aluminum, germanium, gratilium, and titanium. The device has been explanted, at which time, left side "calcification" was identified. Regulatory agency later reported on behalf of patient the events of ¿nausea¿, ¿vision loss¿, ¿fatigue¿, ¿night sweats¿, ¿deep seated itch¿, ¿skin rash¿, ¿restless leg¿, ¿agitation¿, ¿female dryness¿, ¿swollen lymph nodes¿, ¿anxiety¿, ¿heart palpitations¿, ¿depression¿, and ¿nerve pain." Following explant, patient still suffers from "skin irritation, blurred vision, and swollen lymph nodes." Patient concomitantly took hormone replacement, homeopathic substances, and various vitamins.